Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was based on information provided by the user facility and the results of the retention sample evaluation from the reported product code/lot number combination. Visual and magnifying inspection of the sheath found no anomalies. The outside and inside diameters were determined and confirmed to meet manufacturing specifications. Simulation testing was conducted on two sheath samples. One sample was damaged with a scalpel and the other with a metallic entry needle. Subsequently, both samples were pinched at the distal segments with the fingers and pulled in the proximal direction. As a result, the damage to actual sample was duplicated. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the sheath tube of the actual sample came in contact with a sharp tool resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU), with statements such as the following: "do not scratch the sheath with needle point, cutting tool or other edged tools." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 20 was used in the conclusions section of h6. A review of the device history and shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the device fractured during the procedure. Follow up communication with the user facility confirmed the following information: when the physician pulled the actual device slightly to pass the device used in combination with it through it, it was noted that the actual sample would not move with the generation of some resistance; some twisting forces were applied for the purpose of releasing a possible catch; the actual sample fractured at the puncture site; the segment that remaining in the patient was successfully retrieved with a snare; and the patient recovered from the reported serious injury.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a status update. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.